Manufacturer narrative:
H3 other text : device returned to the third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the unit was not working and there was black specks. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. The device operating software was upgraded and the device passed the final test to be sent out again.